Event description:
The airlife intubation adapter was used with a standard ventilator circuit on a nellcor puritan bennett ventilator (7200). During the setup procedure the ventilator alarms alerted the therapist that the ventilator was unable to deliver volume to the test lung. The ventilator was not used. The pt was never connected to this ventilator with the defective adapter. This adapter is used to connect a flex tube to a trach adapter to connect the ventilator circuit to the pt. The total occlusion inside the adapter prevented the volume of air to be delivered to the test lung.